Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated with the pedicle access kit (pak) needle from the procedure. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9733498nav, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the pedicle access kit (pak) needle appeared to be bent and was difficult to insert into the anatomy. It was noted that the reported issue resulted in an imprecision on the navigation system. The reported issue occurred in a minimally invasive procedure where the site had completed three levels of the fusion prior to noticing the reported issue. Additionally, it was noted that the surgeon was hammering the needle with excessive force and that the bone was very hard. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later noted that, after the case, the instrument was checked and found that the needle was completely accurate.